Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution this issue is being reported. At installation of artiste/ rtt 4.1 ((B) (4)) the tx table seems to have been configured as native. This was a specific customer request. However, our system (artiste + table + console + rtt 4.1) is only validated and released for iec table coordinates. There was no injury reported. However, a patient was mis-treated because table positions were mis-interpreted. They were iec and the customer expected native. Preliminary risk analysis is completed. Root cause is determined. Initial corrective action is initiated. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Dose to wrong location for more than one fraction, due to wrong position of txt. Probability: preliminary b (improbable). Improbable, but not impossible: according to accelerator system owner's manual' t2-000-629.21.01.02 the txt is only to be allowed in rtt 4.1 systems to be configured with iec coordinates. Atp requires to check and document the correct configuration of the coordinates. Root cause: treatment table and control console can be configured in native and iec coordinates. Rtt only allows iec coordinates. Therefore, a mis-interpretation by the user of the table position is possible in a case that native configuration is available for the treatment table. No other products are concerned.